Event description:
The customer reported to olympus the subject device has a layer on the lenses and cannot be removed by normal rinsing. During a procedure where the patient was bleeding, the device had to be retracted and cleaned two times so the physician had a clear view again. No patient injury or harm. The customer stated, when this coating appears, the procedure is stopped, the device is removed from the patient, the distal end lens is cleaned with 70% alcohol, and then reinserted into the patient. The devices have been tested for microbial contamination and the results were negative. No patient infections or complications have happened due to the layer on the lens. The issue occurs especially bad if there is blood involved with the procedure. This is a reoccurring issue that happens at irregular intervals so we cannot identify why this is happening sometimes. This event includes 3 reports as follows: patient (B)(6): cf-h170l associated with a layer on the lens and cannot be removed by normal rinsing and the procedure involving bleeding with the device needing to be cleaned two times. Patient (B)(6): gif-h170 associated with a layer on the lens and cannot be removed by normal rinsing. Patient (B)(6): unknown olympus endoscopes associated with a layer on the lens and cannot be removed by normal rinsing. This is report 1 of 3 for patient (B)(6): cf-h170l associated with a layer on the lens and cannot be removed by normal rinsing and the procedure involving bleeding with the device needing to be cleaned two times.

Manufacturer narrative:
The suspect device has been not returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer provided additional information: the customer did not specify which of the five (5) endoscopes were used in this patient procedure. Therefore this patient procedure will be submitted for all endoscopes. This event includes 5 reports as follows: patient identifier (B)(6) is for cf-h170l, (B)(4). Patient identifier (B)(6) is for gif-h170, (B)(4). Patient identifier (B)(6) is for cf-h170l, (B)(4). Patient identifier (B)(6) is for cf-h170l, (B)(4). Patient identifier (B)(6) is for gif-h170, (B)(4). This is report 1 of 5 for patient identifier (B)(6) is for cf-h170l, (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely insufficient reprocessing. The root cause of why the scope was not reprocessed according to the device instructions for use could not be determined. The following is included in the instructions for use (IFU) and may help prevent the layer on the lens: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.